Event description:
Customer reported that she had high blood glucose events of over 400 mg/dl due to her insulin pump did not delivered any insulin. Customer stated that her infusion set had air bubbles and her insulin pump did not give any alarms to alert her that the insulin pump was not delivering the insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.